Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that attune fem por cr lt sz 4, attune fb tib base sz 5 por, and atune cr lt ms ins sz 4 5 were involved in a reported event. Following a total knee arthroplasty, the patient developed a postoperative infection, which necessitated irrigation and debridement. Subsequently, a removal surgery was performed, and all implant components were extracted due to uncontrollable infection. Cement molding was completed successfully during the revision procedure. This pc is related to (B)(4), which reports on the postoperative infection and the debridement. This pc reports on the removal surgery after the debridement.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy synthes(nc) quality system found no nc¿s associated with this product code: 151820405, lot - m83j95 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code: 151820405, lot - m83j95 combination. Added: d10 concomitant.